Manufacturer narrative:
The device was returned for analysis, and the evaluation was completed on 02dec2025. A visual and tactile examination identified shaft damage/stretched approximately 120mm distal from the distal end of the strain relief. Positive pressure was applied to the device in an attempt to inflate the balloon and a leak was noted coming from the shaft at the same location to where it was damaged and stretched. The investigator was unable to inflate the balloon due to the shaft leak. A visual examination of the returned device identified that the balloon had been inflated and was not refolded. It is not known when the balloon was subjected to positive pressure. The blades of the device were visually examined, and no issues were noted. All blades were present and fully bonded to the balloon surface. A visual examination found no issue with the markerbands and the tip section of the device. This concludes the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and mildly calcified vessel. A 7.00mm / 2.0cm / 90cm peripheral cutting balloon was advanced for dilation. However, during pressure increase, the balloon ruptured upon first inflation at 4 atmospheres. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and mildly calcified vessel. A 7.00mm / 2.0cm / 90cm peripheral cutting balloon was advanced for dilation. However, during pressure increase, the balloon ruptured upon first inflation at 4 atmospheres. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.